Manufacturer narrative:
Received 1rk 454334 / b200334t for evaluation. We have no further inventory of the material / batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h3: samples received; h6 type of investigation, investigation findings, investigation conclusion; h10 manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). The customer did not provide a date of the event. Samples for evaluation were requested. When received and the investigation is completed, we shall submit a supplemental report.

Event description:
Customer states tubes are underfilling. They advise the blood starts a very slow drip before the blood is close to the fill mark. They had no issues with the previous lot used (number not given). The tubes are used with safety blood collection set - 23g butterfly connected to hub and when a safety blood collection set is used, a discard is being used. Phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled (to avoid kickback). 90% of the tubes are having an extremely slow fill. The tubes are filling just above the top of the bottom of arrow or just at the middle (as per the coag draw volume guide). Customer states that you have to patiently wait for the slow drip to fill it. A test with 3 tubes was done by the customer to verify the experience of the phlebotomist which showed that they filled pretty fast up until to about 75% full then a very slow drip started until it got above the bottom of fill arrow.